Event description:
Occupational therapist from united cerebral palsy reported to an invacare territory business manager (tbm) that the end user had been sitting on an unknown invacare flo-tech or a flovair cushion backwards in their unknown wheelchair , has developed pressure sores. No malfunction of the product, not being used properly by the end user. MDR filed based on alleged injury. Unknown medical intervention. Tbm unaware of any medical intervention.